Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that the retainer ring of insulin pump was cracked. The customer stated that the reservoir did not locked into place. Customer had symptoms such as infections. Customer stated that insulin pump did not turn on because of cap metal. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.